Manufacturer narrative:
(B)(4). The device history record review for auto endo5 ml, lot number 73l1400433 investigation did not show issues related to the complaint. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: clips would not close on the vessel and a clip fell from the device into the patient but was retrieved. The patient's condition was reported as fine.